Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing pain and no sound with device use. Device testing revealed abnormal results. The recipient is unable to wear the device due to pain. External equipment and the external magnet were exchanged, and programming adjustments were made: however, the issues were not resolved. Revision surgery is under consideration.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed and tool damage was observed on the top and bottom cover of the device. These are believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock was lost while manipulating the antenna. The condition of the electrode prevented an electrical test from being performed. The device passed some of the electrical tests performed. In vivo current leakage test revealed excessive current was measured, which is believed to be due to electrostatic discharge (esd) overvoltage. Headpiece placement pop test revealed a voltage spike during placement of the headpiece. The device passed the mechanical tests performed. The failure of this device is believed to be attributed to a short from power to electrode ground case at the analog chip. It is believed that electrostatic discharge (esd) led to an overload voltage, damaging structures on the electrode ground node inside the analog chip integrated circuit. This ultimately caused the device to cease functioning. A corrective action was implemented. This version of the hires 90k device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section d.9. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section b.3, d.6b. The recipient's device was explanted. The recipient was re-implanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.